Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the trended data via remote rhythm management identified an acute rise in right ventricular (rv) thresholds and decrease in sensing measurements post implant. The product experience report documented the lead was going to be revised the following day and returned for evaluation. Efforts to obtain additional revision details were unsuccessful. No additional adverse patient effects were reported.